Event description:
Following the placement of a simple harpoon under ultrasound control at the level of the qse lesion, the latter migrated inside the breast of mrs. (B)(6). The mammography image then taken showed us that the harpoon had migrated with a proximal end at the level of the qse and a distal end in the pre-pectoral area. A second double j harpoon was then placed. Good positioning on the control shots. The gynecologist managed to remove the defective harpoon from the patient's breast. It turns out that it is defective: no hook or the hook has not deployed.

Manufacturer narrative:
A review of the batch records confirmed that the product was manufactured according to specification and no deviations or anomalies were found. One opened needle was returned for evaluation. Visual inspection found the needle to be bent from use, with the harpoon present. The cannula was not returned for investigation. It is possible that the needle had moved within the cannula before insertion into the patient, which could cause the marker to not deploy correctly. Without any images, this could not be confirmed. Since the complaint could not be confirmed, no corrective action was taken.

Event description:
Following the placement of a simple harpoon under ultrasound control at the level of the qse lesion, the latter migrated inside the breast of mrs. A-ds. The mammography image then taken showed us that the harpoon had migrated with a proximal end at the level of the qse and a distal end in the pre-pectoral area. A second double j harpoon was then placed. Good positioning on the control shots. The gynecologist managed to remove the defective harpoon from the patient's breast. It turns out that it is defective: no hook or the hook has not deployed.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
UDI related data quality updates only.